Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's database result revealed that the impedance measurements were observed to be within a normal range except for 2 contacts on port a contacts 4 and 6. One of these contacts is used in the patient's programs. The patient underwent a revision procedure wherein one of the leads was hanging by a thread when taken out and was replaced. The leads were noted to have bend in between contacts and was believed that it happened after the lead was implanted. That patient was doing well postoperatively.